Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump lost programming. It was reported that the patient had a backup pump available to continue with infusion. It was reported that the medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.